Event description:
Boston scientific received information that during this right ventricular lead implant, a pericardial effusion occurred. An immediate pericardial paracentesis was performed and the patient with this lead was hemodynamically stabilized. This lead was repositioned and all measurements were within normal range. A further procedure to complete the crt-d implant will be performed in the next few months. No further patient symptoms were reported.

Manufacturer narrative:
According to available information, this lead was repositioned prior to pocket closure and remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.